Event description:
Ventec received a copy of a voluntary medwatch report which advised of the following event: "the react vhome ventilator failed to alarm when the patient was disconnected. Although the patient's vitals remained within acceptable limits, the duration of the disconnection is unknown. This patient relies on a ventilator continuously via tracheostomy." There was patient involvement associated with the reported issue, however, there were no reports of patient harm.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.